Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting during incoming testing. Upon evaluation, the t2 transformer was defective. The defective t2 induced a short at the q13 component which caused high voltage to deviate to low voltage circuitry. The cause of the resets and incoming test failure is the defective transformer. The root cause of the defective transformer cannot be positively identified. The monitor was removed from service. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.